Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in the united kingdom of peritonitis bacterial in a subject coincident with dianeal, extraneal, and nutrineal for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal, extraneal, and nutrineal was not reported. On (B)(6) 2011, the subject experienced peritonitis bacterial. On (B)(6) 2011, the subject received ip gentamycin, ip vancomycin as treatment for the event. On the same date, treatment with po levofloxacin was initiated. On (B)(6) 2011, treatment with levofloxacin ended. The primary contributing factor to the event was unknown. The patient recovered from this peritonitis event. Study title: (B)(4) study. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.